Event description:
Event description boston scientific crm received information, from the pacemaker patient's wife, that this pacing system has not worked properly since the leads were re-done one day after the original implant procedure. Adjustments were reported to be made to the pacing system at that time, and again three months later. Eventually, the device was programmed to single chamber pacing as one of the leads was not working. As a result of the system not working properly, they were informed the battery of the device would last two years. It was noted that the device was included in part of an advisory communication and it was questioned whether device issues were a result of the device being affected by the described failure mechanism. The entire system was reported to have been explanted and replaced with a competitor's system.